Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cancelled procedure was related to a difficult transseptal attempt. The patient's death was not related to any abbott device

Event description:
Related manufacturing reference: 3005334138-2019-00015. During an mitraclip implantation procedure a cancellation occurred due to a difficult transseptal puncture. The transseptal was performed using a non-abbott needle and a swartz and agilis introducer. Following the procedure the patient developed pneumonia and expired on a later date. There were no performance issues with any abbott device.